Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis completed on 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Event description:
Customer reported large differences between sensor glucose and blood glucose values. Customer reported having a blood glucose level of 156 mg/dl and a sensor glucose level of 60 mg/dl on the day of the call. No further information was provided.